Event description:
As reported per the edwards clinical specialist (cs), while inserting the edwards sheath during a transfemoral transcatheter aortic valve replacement (tavr) procedure, the physician indicated he felt a "pop-like sensation". Upon further investigation, a dissection was found at the proximal left common iliac to the distal edge of the left common femoral requiring 3 stents. Final angiogram showed no leak and patient did well. No blood was loss due to occlusion balloon in left common iliac proximal to the dissection. Additional investigation revealed the following: the vessel was described as mildly calcified and mildly tortuous. Nothing abnormal was noticed about the sheath prior to use, and the sheath was introduced without incident.

Manufacturer narrative:
The sheath is not available for evaluation, as it was not returned by the site; however, there was no report of a device malfunction. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 24 fr sheath is 8 mm. In this case, the access vessel's diameter was 6.7 mm, and the vessels were noted to be mildly tortuous and mildly calcified. The root cause for the reported dissection cannot be confirmed. However, it is likely that the less than recommended size of the vessel in combination with calcification and tortuosity contributed to the event. The dissection was successfully treated by the placement of three stents. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.